Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was found while reviewing the customer's pump history. The customer's blood glucose level was 305 mg/dl. The customer changed the cartridge and infusion set. As the customer changed the supplies prior to contacting tandem technical support troubleshooting to determine a possible cause of the occlusion was unable to be performed.